Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Memory full prompt.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 7th february 2011 and performed self-tests up to the 24th april 2011. The device records manual power ups of 10 minutes duration between the 25th april 2011 and the 28th november 2011. The pad-pak became depleted and a further pad-pak was installed. The device failed several self-tests due to a low battery between the 9th may 2013 and the 18th may 2016. Investigation found the fault can be attributed to membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.